Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor would not connect with the transmitter. The sensor was then removed and the cannula was missing. The patient's blood glucose at the time of incident is unknown. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Inspected two opened/used enlite sensors and found both sensors with cannula bent inside sensor. Unable to confirm if customer received sensors in said condition due to customer returning it opened/used. No broken or missing parts were observed during analysis.